Event description:
The customer reported that he applied the device on his abdomen on (B)(6) and his blood glucose was in normal range until (B)(6) when it reached 299 mg/dl. He noticed that the cannula was out of the tissue and changed the pod.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. No qualification records because no product lot number was reported.